Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On july 12, 2021 mentor became aware that it erroneously omitted the device information, lot number, and serial number from the supplemental report submitted on (B)(6) 2021. The device is a mentor smooth round high profile 380cc saline prosthesis. The lot number is 5717527. The serial number is (B)(6). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with an unknown mentor saline prosthesis experienced left sided deflation with no trauma post procedure. The deflation was diagnosed through a physical consultation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on june 15, 2021. Bilateral prosthesis replacement with 450cc mentor memorygel breast implants was performed on (B)(6) 2021. Additional information was received on july 2, 2021. The complaint device was discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 5717527 on july 15, 2021, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).